Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. Device manufacture date: unknown. Investigation summary: a complaint of the connector cracking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that an unspecified bd device was damaged. The following was reported by the initial reporter: "it was reported that they have experienced issues with cracking to the t-connector. Verbatim: hi, (B)(6) hospital in (B)(6) experienced issues with cracking in our t-connector and I would like to move forward and file a product complaint as we take these very seriously. Please proceed. Xxxx and xxxxxxxx- I would love to talk to the clinicians to see what issues you were experiencing early on in the conversion and would be more than happy to come in talk to them/evaluate what was going on. Let me know if you have any questions. Have a good weekend!"